Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture was noted. Vascular access was obtained via the femoral artery. The 80-90% stenosed lesion was located in a non-calcified first diagonal artery. A 2.75x15mm quantum maverick balloon kinked and fractured approximately 30cm from the hub of the device. The procedure was completed with another device. No serious injuries or complications occurred. Patient status is listed as "stable."

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a quantum maverick balloon catheter in two pieces with no original packaging or other devices. The first piece measured approximately 64 centimeters from the distal end of the strain relief to the hypotube broken site. The second piece measured approximately 78.4 centimeters from the hypotube broken site to the distal end of the tip. The fracture surface appearance is consistent with the device most likely being kinked prior to the break. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture was noted. Vascular access was obtained via the femoral artery. The 80-90% stenosed lesion was located in a non-calcified first diagonal artery. A 2.75x15mm quantum maverick balloon kinked and fractured approximately 30cm from the hub of the device. The procedure was completed with another device. No serious injuries or complications occurred. Patient status is listed as 'stable.'